Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, received on mar 02, 2021 with catalog number (mcghan 330cc). Visual analysis of the returned device identified: flat creases, a curved opening on the anterior, and wear abrasion. Leak test and microscopic analysis was performed which identified: a sharp opening on the plug strap bond edge and partial delamination on the plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the plug strap bond edge (anterior) assessed as an unidentified (tear) opening. Partial delamination on the plug strap disk shell assessed as adhesive failure. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.